Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation. In the letter the dentist stated that the patient should discontinue aligner treatment. The patient results are unsatisfactory and is not showing any improvement. It would be in the best interest of the patient to stop treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.